Event description:
The customer reported that her olympus endoscope reprocessor was displaying an e81 error code during reprocessing. There was no patient involvement during the above event. During the device evaluation, it was discovered that the 3-port valve could not be activated. This report is being submitted to capture the non-functional 3-port valve.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e81 error code appeared while draining the cleaning solution. Additionally, as noted in b5, the 3-port valve was not functioning properly when using the device maintenance tool. There were no other physical issues noted. Following the replacement of the 3-port valve, the subject device passed all functional and electrical tests. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 and h10. The d3, g1 "establishment name, email, address, city and zip code," g2 and h4 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the event was likely due to a malfunction of the three-way valve. However, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.